Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tha was performed to the patient on (B)(6) 2006. After the surgery, the inner head was detached because the dislocated was occurred when the patient fell down from the chair. Until then, the patient never had a dislocation. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the cup and the head. There was little denaturation at the junction, a small amount of black debris was observed, and soft tissue necrosis was not observed. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.